Manufacturer narrative:
E1 complete address 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had no image. The issue was found during set up. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide correction and the results of the final investigation. Updated fields: d8; g3; h2; h3; h6 and h11 corrected fields: e1; e3 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the screen of the monitor disappeared during use (power outage) due to defective g1 board (printed circuit board), y/c image noise due to faulty qb board (printed circuit board). A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to defective g1 board. The most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.